Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e4: field left blank, updated to reflect "no". Correction to g2: report source should also include "health professional" . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the receptacle unit failed, causing the "error code b30." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center experienced a scope communication error (b30), and the image was intermittently noisy. This occurred while preparing for a diagnostic gastroscopy. The procedure was completed with the image being visible with some noise, using the same equipment. No patient harm was reported.